Manufacturer narrative:
The product has been received back and the investigation is pending. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "scan again in 10 minutes" message on the adc device and was unable to obtain readings. As a result, customer received treatment of juice, sugar, or food provided by a healthcare professional. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Event description:
A webform complaint was received in which it was reported a customer received a "scan again in 10 minutes" message on the adc device and was unable to obtain readings. As a result, customer received treatment of juice, sugar, or food provided by a healthcare professional. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was visibly not properly seated and no issues were observed on sensor patch. Visual inspection has been performed on the sensor plug assembly and no issue were observed. Therefore, this issue is not confirmed to use due to plug not properly seated. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.